Manufacturer narrative:
As reported, the straw did not deploy the collagen of a 5f mynxgrip vascular closure device (vcd) during use. Hemostasis was not achieved with the device. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The straw came back with the sheath. The procedure was an interventional procedure performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. Femoral artery suitability was verified on angiography or venography, including insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved with manual compression for 20 minutes. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. One (1) non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted in the device. The sealant was observed exposed on the catheter shaft, and the advancer tube was in its manufactured position. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation functional test was executed, and the balloon inflated and deflated as expected. Additionally, a deployment simulation test was performed. The deployment test was completed without any functional issues. The sealant was successfully deployed, and the advancer tube advanced as expected after proximal retraction of the shuttle to continue advancement. The advancer tube was then fully removed over the balloon without any resistance or friction. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position with the sealant exposed on the catheter. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors possibly contributed to the issue experienced, such as an incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the straw did not deploy the collagen of a 5f mynxgrip vascular closure device (vcd) during use. Hemostasis was not achieved with the device. Manual pressure was held to achieve hemostasis. There was no reported patient injury. The straw came back with the sheath. The procedure was an interventional procedure performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. Femoral artery suitability was verified on angiography or venography, including insertion angle of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for 20 minutes. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device will be returned for evaluation.